Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026, while wearing the pod for an unknown length of time. The patient¿s blood glucose (bg) levels were not available. The patient administered multiple corrective boluses, which were ineffective. Symptoms reported include vomiting and coma (unknown if medically induced). The patient was treated with intravenous insulin, while under coma. The patient was discharged on (B)(6) 2026.